Manufacturer narrative:
Additional information : imdrf annex a,b,c,d and g grids and manufacturer narrative(chr,DHR and shr statements). Correction : common device name, if other specify, initial reporter phone #. Omit : (B)(4)- inaccurate delivery (2339),a140505 - inaccurate flow rate (1249). Device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed which confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 21feb2017. The review was performed from the date of manufacture to the present date 23jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was involved in a service failure which correlates to the customer reported issue. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had failed preventive maintenance. The large volume pump (lvp) infused more than manually entered. According to the customer, it should have dispensed 21.6ml in a day but instead it dispensed 23ml "which is too much". There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had failed preventive maintenance. The large volume pump (lvp) infused more than manually entered. According to the customer, it should have dispensed 21.6ml in a day but instead it dispensed 23ml "which is too much". There was no patient involvement.